Manufacturer narrative:
Device evaluation of monitor has been completed. The reported problem (resets) was confirmed due to a flash memory failure at bga components u102 and u105 on the c/a board. The ca board did not pass a flash test with a segmentation fault and a jfss2 error, indicating defective u102 and u105 flash chips. The root cause for the flash memory failure could not be positively identified. There was no adverse event that resulted from the damaged monitor.

Event description:
A us distributor reported that a monitor was resetting.